Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power on a monitor. The cause for the failure was isolated ot an open battery fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the defective battery charger/modem and battery pack.

Event description:
A us distributor returned a patient's battery charger/modem and battery pack. The battery charger/modem was unable to charge batteries and the battery pack was unable to power on the patient's monitor.